Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent cystoscopy, posterior mesh procedure, rectocele repair with mesh, perineplasty, and bilateral extraperitoneal sacral spinous ligament suspension due to sui, and hypermobility of urethrovesical junction. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted along with concurrent cystoscopy, posterior mesh procedure, rectocele repair with mesh, perineoplasty, and bilateral extraperitoneal sacral spinous ligament suspension due to sui, hypermobility of urethrovesical junction, stage ii rectocele and constipation. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008, and mesh was implanted; and on (B)(6) 2008, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.